Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of a b30 error was confirmed due to a faulty scope socket; the customer¿s other allegation of a b300 error was unable to be reproduced and could not be confirmed. The front panel mouth was cracked and both malfunction findings would require device repair. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii xenon light source, there was a b30 error code and a b300 error code. The issues were found during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that b30 occurred due to the poor scope socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.